Event description:
It was reported the hemostatic valve was leaking blood. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. During the procedure the hemostatic valve was found to be oozing blood. The procedure was completed successfully with another was and the closure device was implanted in the laa of the patient. There were no complications to the patient.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system without the dilator was returned for analysis. Visual inspection found no damage or defect. Microscopic inspection found no damage or defect. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported event as functional testing passed, and clinical circumstances could not be replicated.

Event description:
It was reported the hemostatic valve was leaking blood. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. During the procedure the hemostatic valve was found to be oozing blood. The procedure was completed successfully with another was and the closure device was implanted in the laa of the patient. There were no complications to the patient.